Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the user stated that none of the keys on the keyboard were responding. This issue prevented users from accessing the unit to retrieve medications for their patients. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the keyboard was failed. A technical support specialist advised the customer to restart the station, after restarted the station the issue was resolved. The system functioned as intended after the technical support specialist assisted the customer to resolve the issue.